Manufacturer narrative:
Date of event is unknown. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this incident, attempts were made to obtain complete event and device information.

Event description:
It was reported that the patient ipg was explanted and replaced with a competitor¿s device. The date of explant and reason for explant is unknown.